Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that the local bond was invalid, preventing the device from connecting to the patient application.